Manufacturer narrative:
Concomitant medical products: 407458 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that multiple partial resets occurred before a full device re-set occurred. The physician hit continue instead of clear when pop-up came up on programmer screen. The battery longevity is currently unavailable. Physician tried re-interrogating within the same clinic session and the status remained unchanged. The session ended and the device was re-interrogated with the same result. Oversensing was noted on the right atrial (ra) lead. The ra lead and ipg remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ipg was interrogated to reset the alerts.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a full electrical reset. Analysis of the device memory indicated that the atrial and ventricular rate histogram data was missing/invalid. Analysis of the device memory had an observation relating to the battery longevity estimator. If information is provided in the future, a supplemental report will be issued.